Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for black fm with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and black fm was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes there were black foreign matter particles in the tube. Foreign complaint the following information was provided by the initial reporter, translated from french to english: the gel had black particles.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes there were black foreign matter particles in the tube. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the gel had black particles.